Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this right ventricular (rv) lead exhibited rising thresholds over the last several months. The physician elected to replace the lead and also replaced the generator at the same time event though it had not reached eri. No adverse pt effects were reported. To date, the lead had not been returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.